Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during a leak test, it was found that the opening of the instrument channel was detached. This involved an olympus cysto-nephrofiberscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of detached opening of the instrument channel was confirmed. Based on the results of the investigation a possible cause could include stress. The most probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.